Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mk2920, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. The suture pulled off the needle at the time of continuous suture of uterine myometrium during the procedure. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). It was reported performance pull off suture needle. An empty opened foil and a detached needle were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and marks could be observed on the body needle that appear to be by use of a surgical instrument. No suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿it was reported that the problem of pulling off suture needle happened at the time of continuous suture of uterine myometrium during cesarean section¿.